Event description:
It was reported to medtronic neurosurgery that the valve was not working correctly and that it was replaced. According to the report, there have been no patient health issues following revision of the device.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, pressure/flow, and preimplantation testing. It did not meet the requirements for reflux and siphon testing. Proteinaceous and crystalline debris were observed on the interior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open, resulting in fluid reflux and/or siphoning. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. All of our valves are 100% inspected at the time of manufacture.